Event description:
It was reported that the pump battery would not charge, despite attempts with different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty, and instructed the customer on using multiple daily injections as a backup therapy. The customer was guided on how to return the problematic pump in storage mode using a pre-paid label.